Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer did not detect on communication bus due to thermal damage on retractor band cables. A field service engineer replaced retractor band and reseated cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple drawer failures and did not detect on communication bus. During device inspection, a field service engineer found heavy black marks on the retractor band. However, the patient care was not interrupted due to maintenance. There were no adverse events or injuries reported based on this event.